Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise with oversensing was observed on the lead. No further information was available.

Event description:
Further information was received indicating the lead was explanted and no visual defect was observed. During the explant procedure, the lead became heavily damage while removing it. Further information was not available.

Event description:
Further information was received indicating the patient was stable following the explant procedure.